Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak out of patient line. The report was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding a check patient line alarm that appeared on the homechoice (hc) unit during prime. The caregiver (cg) stated she thought the solution came out of the patient line. The technical service representative (tsr) explained the patient line primes by gravity only and would try to reach a level equal to the solution on top of the machine. The cg stated there was only one bag on the machine currently and during prime. The tsr advised the cg to turn off the machine and start over with new supplies. On (B)(6) 2010 (B)(4) spoke with home patient's wife who stated she thought she may have set up wrong because this report was the only time this had ever happened. The wife confirmed she discarded all the supplies and started over with a new set up. She provided a companion sample lot number. The wife confirmed she has had no other problems and the hp was doing well with therapy. The hc unit was operational. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.